Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experience low blood glucose. The customer¿s blood glucose level was 41 mg/dl. The customer treated with food. Customer reported that the battery was not working or short low battery. It was unknown if the insulin pump was on auto mode. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The adapt tool confirmed the unloaded voltage and loaded voltage was within spec range. No low battery alert noted during testing or in the device trace download. No drive or motor anomaly noted. The motor was tested outside of the device and passed. (B)(4).